Event description:
It was reported that the customer had experienced unexplained high blood glucose, due to the insulin pump not delivering the correct amount of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.